Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was delayed in responding to presses on the unlock screen. During troubleshooting with tandem technical support the customer stated that the touchscreen was functioning as intended. Customer's blood glucose level was not impacted.